Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13833. It was reported that a left ventricular lead was attempted to be implanted, but once it was positioned and tested, the lead was not capturing in all polarities. The lead was then repositioned, but it was still unable to capture in all polarities. The lead was removed and a different lead was placed, but it was also unable to capture in all polarities. The lead was removed and no left ventricular lead was implanted at that time. There were no patient consequences noted.